Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of the sensor data available in the data management system (dms) did not indicate any system malfunctions. The last 2 calibrations were entered after gaps in data. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment. The user successfully completed the re-link, and was advised to continue using the system and perform calibrations when prompted by the system. The user was educated on correct calibration procedures to support optimal system performance. Dms indicated active usage of the system and information up to date.